Event description:
It was reported via repair work order that the head right side rail would not slide out to raise from low position due to lack of lubrication on a glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.